Event description:
A nurse reported to baxter (B)(6) that a home patient (hp) experienced an issue with her homechoice machine during her 5th cycle dialysis. The patient received during tidal pd volume of 3500 ml instead of 2000 ml she should have received. Details as follows : 4th cycle 3000 ml, end of 4th cycle 3200 ml, 5th cycle 3200 ml, end of 5th cycle 3500 ml. The following parameters were collected : patient prescription - tidal - fill volume =1500 ml. The % of tidal = 85%- uf set up = 10 ml ( 5 cycles, tidal volume, uf/cycle of 250 ml). Nurse menu = (standard mode, total drain tidal (no), % minimum drain = 85%). According to the reporter, no clinical consequence for the patient, no discomfort and no abdominal pain, no respiratory insufficiency reported by the patient. There was patient involvement but no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The reported condition was confirmed. The cause was undetermined. This issue is being investigated through CAPA. A service history review was performed, and previous service events were not related to the reported issue.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Should additional information become available, a follow up MDR will be sent.